Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), upon opening the electrode pads, the adhesive remained on the backing and not being able to adhere to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 11218058-2025-00076. Evaluation results: the customer's report was observed during review of visual data provided by the customer, but the electrode pads were not returned for evaluation. The device history record for the lot was reviewed with no discrepancies or nonconformances noted that were consistent with the customer report. It's noteworthy to mention; to ensure proper removal of the electrodes from the styrene, the IFU for CPR stat-padz instructs the user to grasp the electrode at the red tab and peel away the plastic (styrene) liner. Analysis of reports of this type has not identified an increase in trend.